Event description:
It was reported that a disconnection occurred at the end of a power injection. A computed tomography angiography (cta) of the head and neck was being performed for a patient that had a possible stroke. The patient was ordered a computed tomography (CT) scan without contrast as well as the cta. The technologist had checked the line prior to the power injection to ensure the tubing connection was tightened completely, and that the line was patent by flushing it multiple times. The test flush with the power injector was without issue at 4ml/second.the disconnection occurred at the end of the cta injection and resulted in contrast leaking on the patient. The IV remained intact, and there was no infiltration or patient harm.

Manufacturer narrative:
Correction on initial report: d.1, d.4 & g.5.

Event description:
It was reported that a disconnection occurred at the end of a power injection. A computed tomography angiography (cta) of the head and neck was being performed for a patient that had a possible stroke. The patient was ordered a computed tomography (CT) scan without contrast as well as the cta. The technologist had checked the line prior to the power injection to ensure the tubing connection was tightened completely, and that the line was patent by flushing it multiple times. The test flush with the power injector was without issue at 4ml/second. The disconnection occurred at the end of the cta injection and resulted in contrast leaking on the patient. The IV remained intact, and there was no infiltration or patient harm.

Manufacturer narrative:
Revision of description of event or problem.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the prn adaptor became disconnected at the end of the power injection during a cta and the contents leaked all over the patient. Patient came over with a 20g in the rt ac for cta part of exam. There was no patient harm reported.